Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the system error 105. The evaluation observed the system error 105 which was caused by a dislodged connection on the input/output printed circuit board. The input/output printed circuit board was replaced to correct this condition.